Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the curved broach handle will not completely lock with broaches. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # b)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicating that the curved broach handle did not break into two or more pieces. Op notes are unavailable and would not be relevant. The broach handle was not broken during surgery, but was actually only discovered to be broken at that time. The scrub tech advised and showed the broach that was loose on the handle.